Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the css coordinator that the patient expired. The cause of death was noted as multisystem organ failure (msof) and acute respiratory distress syndrome (ards). No autopsy was performed. There was no report of alarms at the time of the event. Approximately 20 days later information was provided by the vad coordinator indicating that "reported cerebellar infarct; the patient's condition did worsen throughout the support of 4-5 days. No belief the pump caused the patient's death; patient was just too ill."

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.